Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 6.1 failed to open. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 was not on the bus and all leds were lit on the module controller. A field service engineer (fse) shut down the station and reseated all connectors to resolve the issue